Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the self, restart error, prime and system sensor test, excessive no delivery tests and occlusion test due to motor error alarm. No unexpected low battery alarm anomalies noted. No unexpected heating up of battery,battery tube or electronic assy was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assy was noted. Pump received with minor scratched lcd window, loose drive support disk cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had multiple battery error alarms, including low battery before and after battery changes. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the bottom of the pump is burnt at the drive support cap. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.